Event description:
A caller reported a minimum fill notification and attempted to load a new cartridge with 200 units of insulin. The usable insulin in the cartridge was confirmed to be greater than 50 units, and there was no adverse impact to the customer's blood glucose level. Despite wearing the pump in a case and following instructions to remove it, the customer was unable to take the pump out and did not have more insulin to load a new cartridge. Customer reverted to an alternate method of insulin delivery.